Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Rv pacing impedance decreased from 1508 ohms the week of (B)(6) 2015 to 1116 ohms the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that one month after implant the patient presented to the hospital with dizziness and syncope. The device was interrogated and hotler monitor showed pauses. The physician was unsure of the cause and explanted and replaced both the implantable pulse generator (ipg) and right ventricular lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.